Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple automatic mode switch episodes due to right atrial lead noise. Physician believed that this was due to over tightened suture sleeves. The lead was extracted and replaced. Additionally, as lead was dissected for extraction the inner insulation was removed without needing to be cut, leaving the physician to believe it was damaged by the anchor sleeve suture. The patient was stable.

Event description:
It was noted that noise reversion episodes were also seen in the electrograms (egm).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.